Manufacturer narrative:
The device was not returned to olympus for inspection, but a field service engineer evaluated the device on site, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: grainy image due to color enhancement settings turned up to level 5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed a grainy image. The issue was identified during inspection for use. There were no reports of patient harm.